Manufacturer narrative:
During ge's initial investigation with the site, it was determined that 206 patients were potentially affected. The site is in process of contacting these pts to inform them of the event and to determine if they experienced hair loss or other deterministic effects. Ge has requested pt info from the site as this event is still under investigation. No malfunction was claimed from the site on any ge CT system. The site states that they had the CT system examined by an outside source and were also examined by the site for proper operation and calibration with no reported deficiencies found. No evidence of a malfunction was found from a ge healthcare review of error logs, complaints and other data to date (from this site, other sites, product development testing, internal investigation testing) that would affect protocols or technique factors in a way that could contribute to the reported event. A complaint review from 2000 to present was completed for any deterministic effects of radiation. One event was reported to ge prior, occurring in 2008, reported to ge in oct of 2008 and reported to the FDA as a MDR (2126677-2008-00089) oct of 2008.

Event description:
Ge healthcare received notification from the FDA (cdrh) on september 29, 2009, regarding two pts experienced localized hair loss after brain profusion scanning. There was no report of any system malfunction. During ge's initial investigation with the site, it was determine that 206 pts were potentially affected. The site reports that from 2007 through 2008 brain profusion protocols were altered from the ge recommended valves. The site's user defined brain perfusion protocol had the following approximate parameters 120kv, 100 ma (min) -500 ma (max), auto ma, noise index of 2.5, scan duration of 45 seconds. These user defined technique factors would deliver significantly higher radiation dose than the ge recommended values of 80kv, 200ma, scan duration of 45 seconds. The recommended ge values for this type of scan results in a pt dose that is significantly lower than industry and FDA recognized threshold levels for deterministic effects.